Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer had 3 sensors past event that failed one sensor signal not found second got lost sensor and could not get pump to accept calibration and turned off. The device is expected to be returned for analysis.